Event description:
According to the reporter, the patient called experiencing severe pain and had to have the capsule removed. Two days after the procedure, the patient had an ed (emergency department) visit and received a conscious sedation. Upon egd (esophagogastroduodenoscopy), the doctor noticed ulcerations around the capsule placement site. The capsule was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.